Manufacturer narrative:
The investigation is ongoing, further information will be provided upon investigation conclusion.

Event description:
It was reported that the right-side rail of citadel plus had been broken. The right-side rail was damaged due to nurses not pulling side rail extensions out properly when raising the patient's head on the bed causing the two side rails to tear each other.

Manufacturer narrative:
Following the information gathered, the right side rail was damaged due to nurses not pulling side rail extensions out properly when raising the patient's head on the bed causing the two side rails to tear each other. This potental cause would be in line with the manufacturer's investigation, which indicated that the side rail detachment may occur when there is an incorrect operation of width extension frame - width extension frame unevenly expanded creating collision between safety sides. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instructions for use (IFU, 831.374 rev. 11): - to prevent damage to the bed as well as an unsafe condition, make sure that all four-width extensions on one side or all-width extensions on both sides are in the same position, - the safety sides shall be checked every day by a caregiver, - if the malfunction is identified, arjo or an approved service agent should be contacted. To sum up, the side rail was damaged, therefore the arjo device did not meet specifications. The patient used the bed when the event occurred. No injury was claimed. The complaint was assessed as reportable due to the detachment of the safety side rail.

Event description:
It was reported that the right side rail of citadel plus had been broken. The unit attempted to repair it on its own but the side rail still could not be locked in raised position. The customer requested an inspection of the device and a replacement.